Manufacturer narrative:
Reference (B)(4) for the report of infection. Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, while hospitalized for a driveline infection that developed into a pump pocket infection, the patient had a subarachnoid hemorrhage. The patient's inr was therapeutic at 2.3. Coumadin, persantine and aspirin were stopped and the patient was put back on a heparin drip only. The patient was reportedly recovering in the hospital. The customer reported that the pump functioned as intended and suspected that long-term anticoagulation may have contributed to the event. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's signs and symptoms of stroke included left sided weakness, face droop, and expressive aphasia. There were no recent changes to the patient's anticoagulation regimen, and the patient's inr was therapeutic. The patient still has weakness on the left side, but their symptoms have improved.